Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device mlz946 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. The needle popped off of the swage site. Another one was opened to finish the case. There were no patient consequences reported.